Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the right side. Device status is unknown.

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported MRI results 'evidence of minimal signs of degradation, reported by the presence of small internal septa.' Device is explanted. Record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6., d6a, h.6.